Event description:
On 08-apr-2026, a facilities representative reported via (B)(4) that the ar-8332h shaver handpiece is wobbling in use. This issue was discovered during a case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.